Manufacturer narrative:
The alleged complaint could not be confirmed. This complaint alleges that the patient experienced a stem fracture approximately 67 months after the primary operation. However, it is assumed that this occurrence is concerning the modular neck. The revised products have not been returned to microport for investigation. Additionally, no images or operative notes were provided to confirm this complaint. Review of the device history record (DHR) for these lots indicates that these products met all established acceptance criteria throughout the manufacturing process. Review of historical complaint data reveals no lot trends. The current microport hip systems package insert (150803-8) states, "fatigue fracture of the prosthetic component can occur as a result of trauma, strenuous activity, improper alignment, incomplete implant seating, duration of service, loss of fixation, non-union, or excessive weight." The alleged fracture of this product, phac1254, has previously been investigated through internal corrective and preventive action (CAPA) # (B)(4). Furthermore, microport has globally recalled this product as a result of distributed product risk assessment (dpra) r15070001. There were no trends identified per mpo trending procedures. This issue will continue to be monitored through complaint tracking.

Event description:
Allegedly, patient was revised due to implant fracture - stem. (B)(4). Side:r. Primary asa: p1 - fit and healthy. Component not revised: procotyl l beaded and ha coated cup size 58mm / product ID: pha06268 / lot no.: 1479913.